Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy pd effluent coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for one week for the event. On an unreported date, the patient was treated with unspecified antibiotics, intraperitoneally (dose and frequency not reported). The antibiotics were put in the dianeal bags in the evening and left to dwell for six hours and then drained. At the time of this report, the peritonitis was resolved, the patient was recovered from the event, and dianeal therapies were ongoing. No additional information is available.